Event description:
According to the reporter: claimed seal breaks every time he tries to introduce mesh. Falls through trocar and into patient. Current patient status: unknown. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Device fragment or component falling into the patient's cavity? No. Device fragment left in the patient? No. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.): hand sewn anastomosis. Additional information received via email 1. In the incident description, the issue is that the seal is disengaging into the patient. However, the answer to "did a device fragment fall into the patient" is no. Did the seal fall into the patient's cavity, and if so, was it retrieved? Yes. It did fall into the patient;'s cavity, and yes it was retrieved. 2. The incident description is worded in such a way that might suggest multiple instances of the same issue. If this has happened more than once, submit a separate ftr form for each instance of product failure. In this case, the seal only disengaged a single time. Surgeon is unable to disclose any more information regarding other cases, so no further information is available at this time. 3. How is the patient currently? The patient is doing fine.

Manufacturer narrative:
(B)(4). Date initial report sent 11/07/2014.